Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to confirm the split image, but was unable to confirm the flickering image. When connecting the customer's video baton to a known, good, test monitor and test smart cable, the image would split screen when the connection between the baton and cable was manipulated. The verathon technical service representative observed visible damage to the video baton's connector. The camera image quality test was performed and failed. Upon completion of the evaluation the returned glidescope video baton 2.0 large was scrapped due to the customer already being provided a replacement, and there being no repairs available for the glidescope video baton 2.0 large. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker and splits. The procedure was completed using an unspecified glidescope system, which was immediately available. No harm to the patient or user was reported.

Manufacturer narrative:
A replacement glidescope video baton 2.0 large was provided to the customer and the video baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was able to confirm the split image, but was unable to confirm the flickering image. When connecting the customer's video baton to a known, good, test monitor and test smart cable, the image would split screen when the connection between the baton and cable was manipulated. The verathon technical service representative observed visible damage to the video baton's connector. The camera image quality test was performed and failed. Upon completion of the evaluation the returned glidescope video baton 2.0 large was scrapped due to the customer already being provided a replacement, and there being no repairs available for the glidescope video baton 2.0 large. Corrective action is not required at this time. Verathon will continue to monitor for trends. The glidescope operations and maintenance manual (omm) notes that "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged."

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the image would flicker and splits. The procedure was completed using an unspecified glidescope system, which was immediately available. No harm to the patient or user was reported.